Event description:
Caller reported patient was found non-responsive at home by his family and they called an ambulance. Caller stated patient's blood glucose level was 272 mg/dl at 1:39 pm in the ambulance so they placed the patient on a ventilator which is general protocol when a patient is non- responsive; this is not a critical result for the facility. Caller reported patient had a lab result of 16 mg/dl at 1:45 pm via lab istat. Caller stated patient also had back to back testing with a reading of 28 mg/dl at 2:31 via the lab istat and 25 mg/dl at 2:36 via the meter. Caller reported patient was treated with 50 ml of dextrose IV at 2:53 pm and then the patient was fine. Caller stated at 4:07 pm patient was placed on a d10 IV drip and then became alert again and was sent to the ICU. Caller reported patient has since been moved to a general floor now; time of move was not provided. No testing information prior to the incident was provided. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.